Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One electronic photo and one electronic video were provided for review. The photo shows an implanted catheter with leak blood residues on the surgical cotton near the red luer. The video shows an implanted catheter in which the blood was noted to be leaking near the bifurcation area. Blood residues were noted near the red luer. Therefore, the investigation is confirmed for the identified leak issue. However, the investigation is inconclusive for the reported air in device issue as no objective evidence were obtained from the provided details. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: d4 (medical device catalog #, unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two months post a dialysis catheter placement, it was found that the catheter had more blood and bubbles. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and a video were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that approximately two months post a dialysis catheter placement, it was found that the catheter had more blood and bubbles. Reportedly, the catheter was replaced. There was no reported patient injury.